Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump and assisted the caller with the process, after which the malfunction code did not recur. The customer was informed to continue using the pump and advised to call back if the malfunction code reappears.